Manufacturer narrative:
(B)(4). Results of investigation: the carefusion certified 3rd party service technician confirmed that the display was going blank intermittently but that it was part of normal operations. No malfunction was detected and the device operated to specifications.

Event description:
The customer initial reported that the ventilator screen went blank from time to time while in use on a patient. But the customer later discovered that the ventilator ac adapter was never plugged in and it was running on internal battery until the internal battery drained out. The customer realized that the screen going blank was part of normal operations because the device was low on internal battery power so no malfunction was present. The customer reported that there was no patient harm or injury.